Manufacturer narrative:
Corrected information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks, which were not available for review. The implantable cardioverter-defibrillator was found in back up vvi mode. The patient was aware of the battery was nearing to eri. It was suspected that the shocks resulted in battery depletion and the battery seemed to deplete normally. The device was explanted and replaced. The patient was stable.